Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. Review of the photographs showed that a blue pull ring cap dislodged from the patient connector inside the over pouch. The reported condition was verified. The cause of the dislodged cap could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pull ring cap on the patient line of the homechoice cassette was loose and ¿dropped.¿ this occurred before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.